Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a rebel stent delivery system with stent. There was contrast in the inflation lumen. Microscopic examination and tactile inspection revealed numerous kinks throughout the hypotube. Microscopic examination presented no damage or irregularities to the tip of the device. Microscopic examination presented no damage or irregularities to the markerbands. The balloon was tightly folded. Microscopic examination presented no damage or irregularities to the balloon of the device. The stent was secure on the balloon. Microscopic examination revealed that majority of the stent was damaged with bent, flared, and overlapping struts. The stent was also stretched past the tip of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other damage or issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent move on balloon and stent damage occurred. The target lesion was located in a bypass graft in a coronary artery. A 32 x 2.75 rebel stent was advanced but failed to cross a previously implanted stent. The device was removed and it was noted that the stent moved on the balloon and was lifted. The procedure was completed with a 2.75x22mm non-bsc stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Patient age at time of event: (B)(6). (B)(4).

Event description:
It was reported that stent move on balloon and stent damage occurred. The target lesion was located in a bypass graft in a coronary artery. A 32 x 2.75 rebel stent was advanced but failed to cross a previously implanted stent. The device was removed and it was noted that the stent moved on the balloon and was lifted. The procedure was completed with a 2.75x22mm non-bsc stent. No patient complications were reported and the patient's status was stable.